Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a total hip done in 2012 and recently fell and dislocated her hip and it continued to dislocate after the initial event.